Event description:
Additional information received indicated that the patient was fine post-procedure.

Event description:
New information received indicates that the lead was replaced.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.